Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample run on the vitros 5600 integrated system. Results of precision testing demonstrated that the vitros 5600 integrated system was operating as expected at the time of the event. In addition, there was no evidence to suggest a reagent malfunction had occurred based on acceptable vitros trop I es quality control results observed around the time of the event. It is unknown whether the sample in question was processed in accordance with the tube manufacturer¿s recommendations. Therefore, it is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.

Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.773 ng/ml) from a single patient sample run on the vitros 5600 integrated system. The sample was repeated because the initial result was questioned, and an expected vitros trop I es result (<0.012 ng/ml) was obtained. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. (B)(4).